Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's mother confirmed that there were no applications running in the background. Dexcom representative instructed patient's mother to forget the other device listed in the bluetooth menu, uninstall and reinstall the application, and use the receiver verify that the issue isn't limited to the application. Dexcom representative also advised patient's mother to ensure that the application is always running in the background on patient's smart device. No additional patient or event information is available.